Event description:
Had surgery to repair prolapse of bladder and urethra and vagina. Mesh -amsintrepro- plus 2 other types were used to repair all three prolapse due to hysterectomy in 1995. After first surgery I had pain for which I had never had before. Would start off in the mornings not to bad but as day progressed, so did pain till I was in so much pain, I would end up on my back. Second surgery on (B) (6) to see why I was in so much pain. The doc cut the sling and added more mesh to relive sling pressure. Now a new pain came about never ending day and night. Third surgery done removed sling used to hold up vagina/cervix. One week post op today. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use : bladder prolapse, urethra and vagina prolapse.